Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula and dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320.  18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Changing your pod .  Chapter 3 / page 49.  Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.

Event description:
It was reported the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg) pod's cannula was found bent and the cannula had also been dislodged from the infusion site. As treatment, the patient administered 7 units of insulin and applied a new pod. The patient's blood glucose and insulin history are as follows: (B)(6).